Event description:
Case description: since last submission the case has been updated with the following information: on 05-mar-2024, expected date of follow-up receipt was updated.

Event description:
Case description: investigational result : name : novopen 5 batch number:unknown. No investigation was possible, because neither sample nor batch number was available. Name:novopen 4 batch no:unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 25-jun-2024: the suspected device novopen 5 and novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5 and novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary. Name:novopen 4 batch no:unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) postprandial blood glucose was 21.8 (mmol/l). [Hyperglycaemia] after hospitalization, fasting blood glucose was 8.1 (mmol/l) [blood glucose increased] the piston rod did not lean against the plunger [device malfunction] case description: this serious spontaneous case from china was reported by a consumer as "postprandial blood glucose was 21.8 (mmol/l).(blood glucose increased)" with an unspecified onset date, "fasting blood glucose was 7.9 (mmol/l). After hospitalization, fasting blood glucose was 8.1 (mmol/l)(fasting blood glucose increase)" with an unspecified onset date, " the piston rod did not lean against the plunger(device component malfunction)" with an unspecified onset date, and concerned a 63 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", ryzodeg penfill (insulin aspart, insulin degludec) (dose, frequency & route used-46 iu, qd(22 u in the morning and 24 u in the evening.)) From unknown start date for "type 2 diabetes mellitus". Patient's height: 157 cm patient's weight: 60 kg patient's bmi: 24.34175830. Dosage regimens: novopen 5: novopen 4: ryzodeg penfill: current condition: type 2 diabetes mellitus for 40 years and hypertension(5-6 years) historical drug: novomix. Patient is on antihypertensive drug on unknown date before hospitalization, fasting blood glucose was 7.9 (mmol/l))(fasting blood glucose )" . After hospitalization, fasting blood glucose was 8.1 (mmol/l))(fasting blood glucose )" and postprandial blood glucose was 21.8 (mmol/l)(blood glucose )". Details of hospitalization unknown the patient reported that there were 2 pieces of novopen 5 and 1 piece of novopen 4. They had the same malfunction the piston rod did not lean against the plunger. After guidance, the problem was solved. The patient accepted that. The malfunction was removed successfully batch numbers: novopen 5: unknown, novopen 5: unknown novopen 4: unknown ryzodeg penfill: unknown action taken to novopen 5 was not reported. Action taken to novopen 4 was not reported. Action taken to ryzodeg penfill was not reported. The outcome for the event "postprandial blood glucose was 21.8 (mmol/l).(blood glucose increased)" was not reported. The outcome for the event "fasting blood glucose was 7.9 (mmol/l). After hospitalization, fasting blood glucose was 8.1 (mmol/l)(fasting blood glucose increase)" was not reported. On 25-mar-2024 the outcome for the event " the piston rod did not lean against the plunger(device component malfunction)" was recovered.